Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan USA alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that the product issue began approximately one month prior to her contacting lfs, when she obtained blood glucose readings of ¿274, 192, 242, 220 and 201 mg/dl¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology these readings fall within lifescan¿s criteria for precision. The patient stated that she does not take any diabetes medication, and in response to the alleged inaccurate results she ¿was more careful with the food she consumed¿. The patient reported that a week prior to contacting lfs, she had developed symptoms of ¿vomiting and nervous¿. No treatment was required or received for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.